Manufacturer narrative:
Alleged failure: both serial numbers had continuous fogging during use. Both camera and scope were bone dry before case and were wiped down again during use. Moisture is likely getting in between c mount 1588 camera and scope. Salesforce case number (B)(4). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. There is no probable root cause in relation to the complaint as the complaint could not be confirmed. (B)(4) was opened for the occurrence breach which had occurred for the precision ie 4k arthroscopes under the "fogging" complaints. There is still an ongoing investigation to determine the root cause of the fogging complaints associated with the occurrence breach. Additionally, it was noticed that when moisture is introduced to the proximal area of the scope prior to forming a seal with the camera head, fogging does occur. Another observation seen on the proximal o-ring was that debris sheds off of the o-ring when connected and tightened to a camera head. This was noticed in conjunction with the investigation. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported there was fogging during use.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported there was fogging during use.